Manufacturer narrative:
Citation: sandhu a et al. Post hospital discharge presentation with complete heart block in patients undergoing tavr with latest generation valves. Heart rhythm, vol. 14, no. 5, may supplement 2017, s1 - s668, c-ab06-01. Presented on thursday, (B)(6) 2017. Date of presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding inpatient and post-discharge pacemaker implantation rates with new generation transcatheter aortic valve replacement (tavr) systems. All data were collected from a single center between july 2015 to november 2016. The study population included 158 patients (demographics not provided), 55 of which were implanted with medtronic evolut r bioprosthetic valves (serial numbers not provided). Among all patients, one death occurred due to intracranial hemorrhage as a result of syncope from heart block. Based on the available information, this death was not attributed to medtronic product. Among all 55 evolut r patients, adverse events included 14 permanent pacemaker implants, and one second degree atrio-ventricular (av) block at 10 days post-implant. No additional adverse patient effects or product performance issues were reported.